Event description:
The complainant reported an under-delivery. The pump under-delivered by -50%; however, rate and volume specific information was not provided.

Manufacturer narrative:
(B)(4). Awaiting confirmation of serial number. The device reported, list number m771, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 55239, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Manufacturer narrative:
(B)(4). As the pump was being returned for evaluation, it was lost in transit.